Event description:
After electrodes (stat-padz) were placed on the patient during the code, they failed to adhere to the patient and deliver the desired shock to the patient. As a result, there was a three minute delay during the acute resuscitation. A second pair of electrodes were then used and functioned appropriately.